Event description:
It was reported that during a surgery, "staples" from a clip applier were not holding properly.

Manufacturer narrative:
Final investigation showed that the device was returned with no available clips remaining, therefore, the complaint could not be verified by testing.